Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 443 mg/dl, 403 mg/dl, 270 mg/dl and 254 mg/dl. The customer was treated with insulin pump for high blood glucose level. The auto mode was not active. Customer performed the high pressure test and it was passed. The insulin pump will not returned for analysis.